Event description:
The pump was returned to the manufacturer by the funeral home. Attempted to contact the hcp without success. The clinic rpeorted the physician had left their practice, they had no forwarding information on him, and no records on this pt. A death cartificate has been requested and assitional informaton will be sent when it is received.